Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has bilateral implantable neurostimulators (ins) and was recently hospitalized for covid. The patient coded and chest compressions were done right over the batteries (the area was bruised). The patient was worried that there could be something wrong with her systems because it has been 10 days since she charged her implants and they still said 100% full. The rep spoke to the patient on the phone and they checked each ins. The right ins was off. The patient was walked through turning the right ins back on. The left ins showed it needed charging. The patient will charge today and then manually turn on ins with patient programmer. It is unknown as to what devices were used on the patient while at the hospital and unknown what type of chest compressions as well. The cause of her ins being off (right) was unknown. The left ins could be off due to needing to be charged. Also, it was noted that it seemed like the patient needed some education or was just overwhelmed due to all other non dbs medical issues she was dealing with while in hospital. The patient will call if further instruction is needed. The patient was also advised to call their dbs clinician if she has any other issues regarding dbs. She did not have any concerns otherwise and no complaints on symptoms. The issue has been resolved at this time. Additional information was received. It was confirmed the chest compressions were not related to the dbs therapy/device and the bruising was caused by the chest compressions. It was unknown how/if the chest compressions affected ins.